Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qlmbjh, and no non-conformances related to the reported complaint condition were identified (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: event reported in 2210968-2021-05135. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a colostomy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle came off the suture when putting a stitch on the fascia. There was no bad effect to the operation and the product was used as it was. There were no adverse consequences to the patient. No additional information was provided.